Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3057, implanted: (B)(6) 2017, product type screening device.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens). It was reported the patient had a bad night from 9:30 pm-5:30 am. The patient stated they were going every 20-30 minutes and did not get any sleep. The patient stated it was the worst that she ever had with pain and burning. The patient stated they had something common to that before the evaluation and the patient had a bladder infection, but it was not as bad as (B)(6). It was noted the patient began the trial on (B)(6). Additional information from the patient on (B)(6) reported she had a really bad night on (B)(6). The patient stated that the (B)(6) was not as severe as the (B)(6), but it was bad. The patient noted she had a urinalysis on (B)(6) to check for infection. Additional information from the patient on (B)(6) reported she was seeing the ¿batteries are low¿ screen. It was clarified with the patient and determined the controller indicated the ens battery was low. The patient stated the patient programmer battery level was ¿green¿. The patient was going to follow up with the healthcare professional (hcp) to change the ens battery. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.